Event description:
It was reported that a doctor was unable to determine which side of a vascu-guard patch was smooth before use. They did not know which side to put down. This patch was not used on the patient, and an alternative was used instead. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection of the sample revealed that the smooth side of the device exhibited a textured appearance and the rough side was not pronounced. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.